Manufacturer narrative:
Event date has been estimated. Approximate age of device - 1 year and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017 the patient developed deep lvad pump infection. Multiple wash-outs were performed and the patient was placed on intravenous(IV) antibiotics. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.